Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) which is included in this advisory population retained legal counsel and filed a lawsuit. There were no specific allegations aganist device malfunction. Information received indicates that this device was explanted for normal battery depletion. There were no product performance allegations reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, preliminary longevity calculations identified that this device did not meet expected longevity estimations. However, this device was held due to pending litigation. Recently, the legal case has been settled, and the device was forwarded to detailed analysis. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.